Event description:
It was reported the patient¿s stimulation started feeling like it was kicking on and off following a reprogramming session. Stimulation would shoot up really high, the patient would decrease stimulation, and then stimulation would shoot up again. The patient thought stimulation felt better and provided better coverage immediately following the reprogramming. The patient then spoke with the manufacturer representative. The patient decided to turn adaptive stimulation off as it was easier to adjust stimulation. The patient had greater than fifty percent symptom reduction.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).